Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump was alarming. The customer's blood glucose at the time of the phone call was 162 mg/dl. The customer stated that the device has been exposed to MRI. The discontinuation of the device was advised. Nothing further was reported.